Manufacturer narrative:
Two (2) samples were received to perform an investigation. Visual inspection was performed at 12 inches under normal lighting and one cuff was found completely broken. Functional testing was done using an air cuff symmetry test and leak test. When inflating the unit with air, the cuff only inflated on one side. The cuff was manipulated per instructions for use (IFU) and the whole cuff inflated. Air cuff symmetry test performed found the device to be within specification. No problem was found. Review of the manufacturing process found that the process was performed according to procedure by trained personnel. As a preventive action, production personnel were notified by quality engineer of the reported defect. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. No root cause could be determined as the complaint could not be confirmed. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
Additional information on complaint of tracheostomy/silicone - bivona tubes neo/ped flextend leaking causing patient secreations and difficulty breathing. Summary in h 10.

Manufacturer narrative:
Additional information received from mother on device makes file now serious injury reportable, as lower oxygen saturations, oxygen therapy, bagging, along with nebulizers and emergent tracheostomy change. This file is now serious injury reportable. Device has been decontaminated and will be investigated. Lot number provided and updated in corrective report.

Manufacturer narrative:
Additional information: h10. Additional information received they tried to put the patient on a nebulizer with oxygen and on a cough assist machine to bring out the secretions from the lungs, however no secretions came out. The old tube was replaced back on the patient for 1.5 weeks because the patient's saturations were dropping. The customer identified cuff discoloration".

Event description:
Information was received indicating that a patient with a smiths medical portex bivona flextend¿ tts¿ tracheostomy tube was reported to have breathing difficulties and secretion color changes. Measures were taken to ensure the patients airway with secretions coming from around the tube. An emergent trach tube was performed with an old, sterilized tube but three hours later, the same breathing difficulties occurred. A second tube change out was performed. There were no further reported adverse effects.